Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. Customer cannot recall the blood glucose reading. The location of the leak was on the reservoir and set. Troubleshoot for the leak was not completed. Customer also reported high blood glucose reading. Reservoir will not be returning for analysis.